Event description:
Report received from the facility. The report stated: "when the apm/aim pump set was used on the patient, the cassette did not work. Due this event was not given prompt care that should be given to the patient." There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
The catalog number provided is the domestic list number that is comparable to the international list number in the "other" field. The information on reprocessing of the device was requested; however, no response has been received.